Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with signs of fluid ingression. The customer's reported problem was verified. The pump was found to be displaying "1872' error code alarm message during the investigation. Visually inspected the pump and found it had no damaged to the motor, but fluid ingressions on the pump. It's recommended to replace the motor to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed error 1872. There was no patient involvement.